Event description:
The customer reported to olympus, that the bronchofibervideoscope had a water leak. The device was returned for evaluation. During the device evaluation, the following was found: the forceps stopper mouthpiece was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the water tightness was lost due to a pinhole on the bending section cover, the adhesive on the bending section cover had a chip, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, due to damage on the channel tube the forceps could not be inserted smoothly, the image guide bundle had significant breakages and a stain, the bending tube was damaged, the connecting tube had a dent, and the following had a scratch; the control unit, switch box, grip, angulation lever, up/down angulation lever plate, universal cord, protector of the universal cord on the suction connector side, and the suction connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nineteen (19) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "shaved forceps stopper mouthpiece" malfunction would likely be stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.